Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the clinical sales representative (csr) called from outside the operating room (or) to report that the fenestrated bipolar forceps instrument shaft broke yesterday in arm 3. The live logs were not available during the procedure. The customer had to de-cannulate the arm, instrument, and cannula from the patient. The customer noticed that the shaft of the instrument had broken. The customer retrieved a piece of the shaft from the patient. The customer reported that there were no injuries to the patient. The customer installed another cannula and instrument on arm 3 and continued with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the fragments were retrieved using a laparoscopic grasper and it was confirmed that all the fragments were retrieved. No additional surgical procedure was performed to remove the fragments and there were no post-operative tests. The clinical sales representative stated that the wrist of the instrument was articulated and it caused it to jam but the instrument was normal prior and was used for approximately two hours. The surgeon was performing some sort of bowel mobilization at the time. There were no issues noted by the surgeon in regards to the functionality of the instrument and the instrument did not collide with other instruments. The wrist of the instrument was straightened as much as possible when it was removed together with the cannula. There was no patient injury or harm and the patient has not returned due to experiencing post-surgical complications. The instrument is expected to be returned for analysis.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument logs for the fenestrated bipolar forceps instrument (471205-17/ k13210921 0217) associated with this event was performed. The instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.